Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed that the lead was dislodged. The lead was explanted and replaced. The patient was in good medical condition.